Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total gastrectomy, the clip jumped out after loading. Another device was used to complete the case. No pt consequences were reported.